Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room evaluation while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring medical intervention and is consistent with the reported emergency room treatment with IV insulin and same-day discharge without hospital admission. Review of the reported information indicates mild ketones were present; however, no diagnosis of diabetic ketoacidosis was reported. No device malfunction was alleged, and the exact cause of the event remains unclear. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On 16-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 501 mg/dl. The user was evaluated in the emergency room, treated with IV insulin, and discharged (B)(6) 2025. No long-term health effects were reported.